Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds. The thresholds had increased to programmed outputs, so the patient experienced loss of capture and asystole. The physician elected to explant and replace the rv lead due to microdislodgement. The patient was dependent. No additional adverse patient effects were reported.